Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device got stuck and did not rotate at the desired speed. It is unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.